Event description:
It was reported that the customer complained that an r50n printed 1/2 of an ECG strip with a previous pt's info that was on the m300 in the header and waveform. It was further reported that the second half of the strip did contain the current pt's ECG. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.